Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she was inserting her new infusion set but it pulled and messed up her skin. Customer stated that her blood glucose was running high because she was not wearing the insulin pump. Customer's last blood glucose reading was 394 mg/dl. Customer was assisted in connecting the reservoir and set. Customer filled the cannula and stated that she had a high blood glucose of 419 mg/dl, which she treated with a manual injection. Customer stated that she has a back-up plan.